Event description:
Consumer called stating that the arm pads on the 9sl manual wheelchair are allegedly very rough around the edges causing irritation to the users arm.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose age and height are unknown. The consumers preexisting medical condition states she had a stroke. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated as having the arm rests replaced twice. The malfunction has not been confirmed.